Event description:
It was reported that this implantable device exhibited premature battery depletion. The device was explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).